Event description:
It was reported that during implant attempt, the helix would not extend when the rv lead needed to be repositioned. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted there was blood in/on the helix/lobe mechanism and the sleeve head.